Event description:
Reported via clinical study. It was reported that incomplete seal occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted on 07-aug-2025. The patient was discharged. During a routine 45 day follow up a computed tomography (CT) was performed, and it was noted there was an incomplete seal, per good faith effort (gfe) the size of the leak is unknown. The patient was placed on oral antithrombotic medication. It was further reported that a repeat transesophageal echocardiography (tee) was performed on 03-nov-2025, and imaging showed no thrombus and no leak. The patient was placed on baby aspirin per protocol. The outcome of the event is considered to be resolved.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
Reported via clinical study. It was reported that incomplete seal occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up a computed tomography (CT) was performed, and it was noted there was an incomplete seal, per good faith effort (gfe) the size of the leak is unknown. The patient was placed on oral antithrombotic medication.